Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a malfunction occurred somewhere other than the subject device; however, we could not determine the cause of this phenomenon. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The rep called into olympus technical assistance center (tac) personnel to report the dark image problem. The rep noted that the bulb had 200 hours on it. Tac had the rep disconnect the cable and reconnect it again, but that did no resolve the issue - there was still no response from the keyboard or scope buttons. Tac recommended trying a 190 series scope. The 190 series was able to get an image, but still no adjustability. Following that, tac recommended trying the scopes on different towers to help narrow down the issue. When tac attempted to follow up with the rep, the rep noted that the issue had been resolved but could not confirm what specifically resolved the problem. At this time, the device is not scheduled to be returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
An olympus sales representative (rep) called in to report that the customer's evis exera iii xenon light source was producing a dark image with 180 scopes during an unspecified procedure. According to the initial reporter, the procedure was completed with no complications to the patient by manually adjusting the light.